Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported by resmed (B)(4) that an astral device displayed a "battery inoperable" alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device data logs confirmed the occurrence of the reported battery inoperable alarm. The battery logs found that the internal battery was not charging. Based on the information available and previous investigations of similar complaints, the investigation determined that the reported event was due to an isolated component failure within the battery assembly. The battery was replaced to address the issue. There was no patient injury reported as a result of this event. (B)(4).